Event description:
Caller states patient tested 346 mg/dl on the aviva system and 133 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).